Event description:
It was reported that after repositioning the lead due to poor sensing, the helix became difficult to use and would not extend. After removing the lead, the helix jumped out after more than thirty turns and was then difficult to retract or extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix disengaged from helical channel. The full lead was returned for analysis. Blood/body fluid was found on the distal conductor (not obstructed), the helix mechanism sleevehead, and the helix mechanism. The connector pin was bent. The analyst noted that the connector pin had to be bent straight to remove the stylet from the lead.